Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal for over 3 hours on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.